Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.1cm in diameter abdominal aortic aneurysm. At implant, the proximal neck was 22-26mm in diameter and 20mm in length. The aortic neck angle was 32.1degree. There was 20 percent of calcium present at the seal zone with 4mm of thickness. It was reported that during the index procedure, on the final angiogram, a proximal type I endoleak was identified. The physician implanted six aptus endoanchors resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of pre-implant cta¿s revealed that the patient had a 6cm max diameter infrarenal aaa which contained thrombus. The proximal neck diameter below the lowest left renal artery was 24 x 25mm. The neck contained calcification and was angulated 30 degrees l-r <(>&<)> a-p. The distal aorta was 14 x 19mm and calcified. The common iliac arteries were non-tortuous but extensively calcified. The diameter of the right common iliac ranged from 13 ¿ 11mm and the diameter of the left common iliac ranged from 10 ¿ 12mm. A stent was seen placed into the left femoral. Review of CT¿s 4 days post-implant reveled that an endurant stent graft system was implanted in the patient. The bifurcate was positioned <(> <<)>5mm below the lowest left renal. The bifurcate proximal od measured 26mm, and 1cm lower measured 29mm. Both limbs were patent. The ipsilateral limb was placed on the right side and extended into the right common iliac artery. A stent was seen placed within the right limb across the distal aorta. The minimum right limb ID measured 6mm within the stented portion of the ipsilateral limb. The contralateral limb and contralateral extension were placed into the left common iliac artery. The minimum left limb ID measured 6mm within the proximal portion of the left iliac limb. No stent graft kinks or noticeable compression was observed. The maximum diameter aaa measured 6cm and contrast was seen outside the stent graft within the proximal neck. This appeared most likely to be a proximal type I endoleak or a type IV endoleak and no other stent graft issues were observed. The exact cause of the reported proximal type I endoleak could not be determined from the films provided. Images during implant were not available for review. It is possible that the calcified neck may have contributed. Films after implant of the anchors were not available for review.